Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. There is no known allegation associated with this product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr plaintiff fact sheet records received. The cup was mentioned to have been revised however there were no reason for revision reported. Doi: (B)(6) 2006; dor: (B)(6) 2020; right hip.